Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. After getting transeptal access and removing the dilator and wire, the physician attempted to aspirate and noticed that air was visible at the valve. No air was observed in the patient. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, no abnormalities or defects were observed. The device was leak tested and failed due to hemostatic valve leak during positive pressure testing and failure to seal vacuum pressure within the device. Inspection of the flush lumen found the luer to be torn where the adhesive filet bonds the lumen to the valve hub, creating a leak path which confirms the defect to have contributed to the allegation for this event. The "cause traced to device design" conclusion code was selected for the allegation of "visible air/bubbles".

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. After getting transeptal access and removing the dilator and wire, the physician attempted to aspirate and noticed that air was visible at the valve. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market where it's waiting for analysis.